Event description:
It was reported that this patient has received multiple inappropriate shocks in two different sensing vectors due to t-wave and p-wave oversensing with some myopotentials noises. No changes were made at this time. No adverse events were reported.